Event description:
It was reported that during a lap hysterectomy procedure, the device's tissue pad was loose. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 01/30/2009. Info anticipated, but unavailable at this time.